Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump received with stripped battery cap coin slot. Missing end cap sticker.

Event description:
Customer reported that he had high blood sugars. Customer stated that his insulin pump is cracked and the drive support cap is protruding and coming off the insulin pump a bit. Nothing further was reported.